Event description:
It was reported that this male patient's knee was revised 2 years post op. No other information available.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; insufficient information. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via legal that this male patient's knee was revised 2 years post op. No other information available.

Event description:
It was reported via legal that this male patient's knee was revised 2 years post op. No other information available.

Event description:
Postoperative diagnosis: painful left total knee arthroplasty. Procedure: revision left total knee arthroplasty of both the femoral and tibial components. ¿he had some evidence of mid flexion instability. He also has significant lateral tilt to the patella and has worn a groove into some uncovered bone on the lateral aspect of the patella. There was a significant amount of the eroded bone that was uncovered on his patella. Neither femur nor the tibial components were loose.¿ revision left tka of both the femoral and tibial components. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multi-district litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the (B)(4). Per the transfer order creating this multi-district litigation, ¿plaintiffs allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multi-district litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Additional information: h6 medical device problem code. D10. Concomitants: optetrak asymmetric femoral ps (cat#; 234-02-05, sn: (B)(6). Optetrak ps tibial insert (cat#: 204-25-09, sn: (B)(6). Optetrak trapezoid tibial tray (cat#: 204-04-54, sn: (B)(6). 3 peg patella (cat#: 200-02-32, sn: (B)(6). These devices are used for treatment not diagnosis. Additional information requires new investigation. Pending investigation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was most likely the result of insufficient range of motion and patellar tracking issues following the initial surgery. Range of motion issues after tka may be the result of poor pre-operative range of motion, implant selection, adjustment of soft tissue balance, implant positioning, or rehabilitation methods. Based on the information available at this time, the revision does not appear to be related to device malfunction or prosthesis wear. The most probable root cause for the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was most likely the result of insufficient range of motion and patellar tracking issues following the initial surgery. Range of motion issues after tka may be the result of poor pre-operative range of motion, implant selection, adjustment of soft tissue balance, implant positioning, or rehabilitation methods. Based on the information available at this time, the revision does not appear to be related to device malfunction or prosthesis wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.